Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a failed battery test alarm on the insulin pump. Customer stated that he also received a motor error alarm. Customer stated that he was told to change the battery cap but the battery cap broke when he was trying to change the battery. Customer's blood glucose was 134 mg/dl at the time of the incident. Customer was already disconnected from the pump. Customer stated that the battery cap had a hairline crack and that the pump had not been dropped but it had been rubbed against stuff. Customer mentioned that he just changed the battery last week and is using (B)(6) aaa alkaline batteries. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.